Manufacturer narrative:
Hardware analysis was completed on the returned probe. It was found that the tip of the probe was bent. There were also impact marks at the back end of the probe. It was also later confirmed that the bent instrument passed verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the solasic probe was deformed. The navigation system was continuously used to complete the procedure. There was no impact to the patient outcome and there was no delay. Additional information received from a manufacturer representative indicated the cause of the instrument damage was unknown. It was considered the instrument tip hit the patient's anatomy and bent. The instrument tip was bent and could no longer be used. Instrument replacement had not yet been authorized. The bent instrument would be returned once replaced.